Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut flush.

Manufacturer narrative:
The sales representative confirmed product will not be coming in-house for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: pull wire remaining in the anchor probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was cut flush.